Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reports that their #8 tooth is discolored and is tender. They were examined by their dentist who advised that the tooth needs a root canal due to trauma to the tooth. Dentist recommended to follow aligner treatment and the dentist will assess weekly.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.